Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was cracked at the casing. The customer further stated that the esc button was not working properly. The customer explained that this issue began 12 months prior. Troubleshooting was done. The customer was unaware of how the physical damage to the insulin pump occurred. The customer used glue over the crack. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.